Event description:
Falsely high ammonia results have been reported out of the laboratory for two samples on the beckman coulter dxc800 pro system. Root cause is not known but hardware repairs have resolved the issue. .the field service engineer (fse) found reagent probe b slightly loose at bead. Found slight vertical binding with both reagent probes. Optimized vertical movement to both reagent probe assemblies.

Manufacturer narrative:
Beckman coulter unique identifier is (B)(4).